Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material may have been unremoved because the device was not reprocessed properly due to lost water tightness caused by damage on the biopsy channel. Due to damage on the channel tube, water tightness was lost. However, a definitive root cause for the reported suggested event could not be established. The event can be detected/prevented by following the instructions for use which state: labeling. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in air/water cylinder, air/water tube, jet tube, nozzle, connecting tube, plastic distal end cover, adhesive of the bending section cover. There were no reports of patient involvement.